Manufacturer narrative:
An event of pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, due to excessive manipulation of the device was the caused of the pericardial effusion.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder was selected for implant using a 14f amplatzer torqvue 45x45 delivery sheath . Heparin was administered and the patient's activated clotting time (act) levels was 355 seconds. Device was successfully implanted. Post implant, the patient became hypotensive and pale so an echocardiogram was performed. They noted a small pericardial effusion on the right ventricle free wall and the patient was monitored for hemodynamic changes . The patient was treated with fluid and levophed. No intervention was needed to remove fluid. The physician alleged that too much manipulation of the device was the caused of the pericardial effusion. The patient was required to have a follow-up on (B)(6) 2023. The patient was reported as stable.